Event description:
Customer reported that they had to use 3 maxnr sensors because each one failed to provide accurate spo2 readings during a case when a neonate pt was desaturating.

Manufacturer narrative:
The lot number is unk and therefore, the date of MFR cannot be determined. Covidien was informed that sensor is not available to be returned for eval. Covidien has made various attempts to obtain further info from the facility; to date no new info has been provided. Customer latter has been sent containing dfu guidelines such as those mentioned on page 3. This is the first report of three reports. Referencing 2936999-2012-00090 and 2936999-2012-00091.